Event description:
It was reported that during an implant procedure the spindle cap broke off the spacer and could not be engaged with the driver. A new spacer was utilized and the implant procedure was completed successfully. The spacer will not be returned as it was kept by the medical facility.